Event description:
Device would not retract back into catheter, device would not snare polyp, snare was stuck on patient's tissue/polyp. The snare was bent and would not retract. Potential injury: bleeding and perforation.